Manufacturer narrative:
Based on the available information, this even is deemed a serious injury. Wound ostomy continence nurse evaluated irritation one month ago around the first of november and recommended the use stomahesive powder. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
Wound ostomy continence nurse reported the following complaint: patient presenting with a red itchy irritation for one month under tape border of convex durahesive wafer.